Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
This procedure was performed in (B)(6): after a plaque excision intervention, when the physician went to recover the spider, the guide of the filter broke and the filter (only the basket ) remained inside in a small branch of the sfa. They attempted to snare it, but were unsuccessful. The decision was made to leave it in a small closed vessel off the sfa.